Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced both the system pcb and memory pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had failed a user test. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that when he pressed the energy up/down, charge, or shock buttons on the main keypad assembly they were not responsive, which would prevent defibrillation from being delivered, if necessary.